Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient was not accessible for analysis. Imaging was not provided. The alleged product issue or event as described could not be confirmed.

Event description:
It was reported that a left ica supraophtalmic aneurysm was treated with web sl 7x2. Implantation was without any issue. Two days later dislocation of the web into the ica was detected during MRI. The patient did not have any symptoms as result of the dislodged web. It was a incidental finding in MRI. No thrombus was observed. Physician tried to retrieve the web with a snare, aspiration, and stent retrievers without success. It was possible to push the web partially back into the aneurysm and it was treated sufficiently with coils and a stent. The patient was reported to be in good condition and ¿doing well.¿